Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection was performed observed the returned instrument shows no manufacturing abnormalities. Product was out of the original packaging. No packaging returned. The electrode is missing from the tip completely, only the stands remain. A functional evaluation was performed. The device was plugged into the controller and caused an e7 wand end of life error. Using a bypass box the wand was able to generate plasma with its remaining electrode. The resistance measured at 1.05 kilo ohms. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. An analysis of the customer provided image found in the both pictures the tip of the device. The image is too far away and unclear to confirm the failure. The root cause was associated with a component failure. Factors that may have contributed to the reported event include: (1) impacting the device tip against a hard surface, (2) using the device as a lever to enlarge the surgical site, and (3) mechanical displacement of tissue due to applied force. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If any additional information related to this event is received in the future, this investigation will be reopened for evaluation. H11: corrected information in h6 (investigation findings, conclusions & component code).

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder surgery arthroscopy, the front of the super turbovac 90 ifs fell off. The detached part fell into the patient's body and was flushed out with a saline solution. The procedure was completed with the same faulty device. There was a delay less than 30 minutes and no further complications were reported.

Event description:
It was reported that during a shoulder surgery arthroscopy, the front of the super turbovac 90 ifs fell off. The procedure was completed with the same faulty device. It is unknown if there was a delay and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.